Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a gradual return of incontinence. The physician performed a cystoscopy and determined cuff compression atrophy to be the cause. A new artificial urinary sphincter device was implanted. No known complications.